Event description:
On (B)(6) 2013 at (B)(6) hospital, (B)(6), at unit power up cardiohelp-I unit (article number 701048012; serial number (B)(4)) displayed defective battery alarm. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(4) 2013 - cardiohelp unit was returned to maquet (B)(4) service center for further diagnosis and containment / correction of unit. (B)(4) 2013 - cardiohelp sensor panel (serial number (B)(4)) with defective capacitor was retrofitted with new sensor panel (serial number (B)(4)). (B)(4).